Manufacturer narrative:
Other relevant device(s) are: product ID: 748951, serial/lot #: (B)(4), ubd: 01-sep-2014, UDI#: (B)(4); product ID: 64001, serial/lot #: (B)(4), ubd: 30-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an infection. The patient noted a "bult" in the area of their extension. They had pain and an open wound in the neck area with exposure of the extension. The pain then spread to the chest and ins pocket area. The patient does not know why the issue began. The patient had plastic surgery to close the neck wound. Information about when the plastic surgery took place was not disclosed, however the intervention resulted in two days hospitalization. The issue became worse after the plastic surgery. The patient had a second intervention (B)(6) 2018 to explant the system and perform an intra-op wash of the wound. The system will be re-implanted on the other side and the patient will be placed on an antibiotic scheme. No further complications were reported or anticipated.